Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl which was addressed with boluses via the pump. At the time of report, bg was approximately 440 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.